Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's representative reported left side rupture. The patient became concerned about the risk of lymphoma after being informed by the media. The patient also advised they are experiencing the following symptoms: fatigue / cramps and tingling in the legs / weight gain / intestinal problems / pain / dizziness / nausea / psychological complaints / concentration problems. The device has been removed.